Event description:
No additional information received material: 309653 batch#: 4058952 it was reported by the customer that have now found a syringe with white residue inside the wrap, near the luer. I would like to make it known that we have now found a syringe with white residue inside the wrap, near the luer. Please see below photos. At this time, it is only 1 syringe so no action needed, although I¿m sure they will be checking the others in the lot. This is item # 136898, 50ml luer-lok syringe. Lot # 4058952. Same lot we had the black particulates in on may 13. Please add this into our complaint and let me know if you have any questions.

Manufacturer narrative:
(B)(4). Follow up for device evaluation it was reported there was a syringe with white residue inside the wrap. To aid in the investigation, one sample in a sealed packaging blister and two photos were provided for evaluation by our quality team. A visual inspection was performed, and the bottom of the syringe barrel has two white specks. The specks are embedded air bubbles from the molding process. The two photos provided show the sample received. A device history record review was completed for provided material number 309653, lot 4058952. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material: 309653, batch#: 4058952. It was reported by the customer that have now found a syringe with white residue inside the wrap, near the luer. Verbatim: I would like to make it known that we have now found a syringe with white residue inside the wrap, near the luer. Please see below photos. At this time, it is only 1 syringe so no action needed, although I¿m sure they will be checking the others in the lot. This is item # 136898, 50ml luer-lok syringe. Lot # 4058952. Same lot we had the black particulates in on may 13. Please add this into our complaint and let me know if you have any questions.